Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, a5, b3, b4, b5, b6, b7, g2, g3, g6, h1, h2 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of discoid atelectasis, chronic obstructive pulmonary disease, borderline cardiomegaly, diabetes, hypertension, hyperlipidemia, recurrent pneumonia, renal stones, mini stroke, hysterectomy, cervical spine surgery, deep vein thrombosis (fifteen years) and pulmonary embolism. Two days before the index procedure the patient had a computed tomography (CT) scan of the chest for shortness of breath and pneumonia. The results showed probable large right pulmonary embolism (pe), mild emphysema, hepatic cyst and left kidney stone. One day before the index procedure a bilateral lower extremity ultrasound was positive for deep vein thrombosis (dvt) of the right iliac, common femoral and right superficial femoral veins. It was also positive for dvt of the left superficial femoral vein.   Approximately three years and four months after the index procedure the patient presented to the emergency room (ER) with complaints of bilateral leg pain and nausea. The patient was found to be acidotic and hypotensive. An ultrasound found no evidence of dvt. The patient was diagnosed with a urinary tract infection with sepsis, acute renal failure, metabolic acidosis and peripheral arterial disease with chronic ischemia of the left leg. The patient was treated with antibiotics and fluid resuscitation. A subsequent bilateral ultrasound was performed and found evidence for dvt of the left lower extremity from the proximal to the distal femoral vein and no dvt on the right. Approximately three years and six months after the index procedure the patient presented to the emergency room (ER) with complaints of increased pain and swelling of the legs. The patient was diagnosed with recurrent dvt of the left lower extremity (lle) despite therapeutic inr. Two abdominal x-ray images depict an ivc filter in place. Three days later an initial thrombolysis procedure was attempted, but was aborted due to inability to cross a wire through the posterior, tibial and peroneal veins. Two days later the patient underwent ultrasound guided left popliteal vein access, venography of the left lower extremity, pharmacochemical angiojet thrombectomy of the left iliofemoral and caval dvt, balloon angioplasty of the left femoral and left iliac vein. Infusion for thrombolysis left iliac and femoral veins.   The next day the patient underwent repeat lysis for extensive acute, chronic left lower extremity, pelvic and caval thrombus. At each attempt to perform angiojet thrombolysis, the patient experienced bradycardia. As the appearance was significantly improved, further attempts were aborted. There was redemonstration of findings of chronic dvt involving the popliteal and the superficial femoral vein; however, since the prior study, there was resolution of clot involving the common femoral vein and iliac system. The patient was discharged eight days after admission to the hospital. Approximately thirteen years and four months after the index procedure a CT scan of the abdomen was performed. The radiology report noted that there was a caval filter present. Another report, dated two months after the scan was performed noted the ivc filter tilting with the apex against the wall, 4 mm vertebral perforation and a fractured posterior strut. There was no migration or stenosis. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation outside the ivc, perforation of vertebrae, tilt, and apex of filter embedded. The patient became aware of the reported events approximately thirteen years and four months after the index procedure. The patient also reported fear/mental anguish related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of discoid atelectasis, chronic obstructive pulmonary disease (copd), borderline cardiomegaly, diabetes, hypertension, hyperlipidemia, recurrent pneumonia, renal stones, mini stroke, hysterectomy, cervical spine surgery, deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient presented with shortness of breath and pneumonia and underwent a computerized tomography (CT) scan that revealed probable large right pe, mild emphysema, hepatic cyst and a left kidney stone. The patient underwent bilateral lower extremity ultrasound that revealed evidence of right iliac, right common femoral and right superficial femoral and left superficial femoral veins. The indication for the filter placement was not reported. Approximately three years and four months after the filter implantation, the patient presented with bilateral leg pain and nausea. Diagnostic evaluation revealed no evidence of dvt at that time. The patient was treated with antibiotics and fluid resuscitation. Subsequent testing revealed a left lower extremity dvt extending from the proximal to the distal femoral vein but no involvement in the right lower extremity. Approximately three and a half years after the filter implantation, the patient presented with increased swelling and pain of the lower extremities. Diagnostic testing revealed recurrent left lower extremity dvt despite therapeutic anticoagulation therapy. An attempted percutaneous intervention was aborted due to and inability to cross a wire through the posterior, tibial and peroneal veins. Thrombolysis, mechanical thrombectomy and balloon angioplasty of the left iliofemoral and cava were performed two days later via the left popliteal vein. The next day, the patient underwent repeat thrombolysis for extensive acute on chronic left lower extremity, pelvic and caval thrombus. With each attempt at mechanical thrombectomy, the patient experienced bradycardia. As the appearance was reported to be significantly improved, further attempts were aborted. After this procedure, diagnostic testing revealed evidence of chronic dvt involving the popliteal and superficial veins. However, the study also noted resolution of the clot involving the common femoral and iliac vein systems. The patient was later discharged from hospital. More than thirteen years after the filter implantation, the patient underwent a CT scan that revealed the filter in situ. A repeated CT scan two months later noted that the filter had tilted with the apex against the wall of the inferior vena cava (ivc). It further noted a 4mm vertebral perforation and a fractured posterior strut. There was no evidence of migration or stenosis. The patient reported that the filter had perforated outside the ivc with its apex embedded. The patient further reported having experienced fear and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, device embedment and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, fracture and vertebral perforation. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, filter-fractured - in patient and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, fracture and vertebral perforation.